Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was performed. This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. Review of the alarm log did not verify the reported issue of "unknown system error". A service history review revealed no issues that could have caused or contributed to the reported condition. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was undetermined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an unspecified system error occurred during use on the homechoice. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.